Event description:
It was reported that the pump battery would not charge. There was no reported adverse impact to the customer's blood glucose level. The customer initially attempted to charge the pump using a computer and a tandem cable but had to use a different wall adapter to resolve the issue. Technical support advised using a non-tandem wall adapter for troubleshooting, which successfully resolved the issue. The customer was informed that tandem does not typically recommend third-party charging supplies unless for troubleshooting. A replacement tandem wall adapter and charging cable were sent to the customer, and no further assistance was required.